Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer's blood glucose level was 140 mg/dl. It also reported that the unexpected restart alarm recurred during normal use. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump has to reset time/date and received unexpected restart alarm after changing battery due to voltage leak on interface board.